Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed restart alert 38 indicating a stalled motor beginning that morning, the user performed two restarts, completed a successful dry run with support, replaced due supplies including a prefilled insulin cartridge and infusion set, and insulin delivery then resumed with elevated glucose trending down afterward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.